Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Log files shows no occurrences of high priority alarms logged on or near of the reported event. Controller was disconnected from both power sources and the "no power" alarm remained sounding for 35 minutes and 23 seconds. This timeframe is beyond the specification limit of 15 minutes. One (1) controller ((B)(4)) was returned for analysis. Various analyses were conducted in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The reported event could not be confirmed. With review of the reported information and no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient accidently disconnected both power sources but there was no audible alarm. Patient presented to the clinic, a low flow and high power alarm where both induced which worked. The vad coordinator thought she sent of log files on the (B)(6) 2015 but they came through today (B)(6) 2015 which confirmed the double disconnect and motor start. Patient bought back into clinic, the team decided to disconnect both power sources and confirmed there was no audible alarm. The controller was changed. Please note the patient is a bivad patient. This was the lvad.